Event description:
Cooper surgical, pneumo-matic insufflation needles, 14 gauge, 150 mm, x would not pass leak test. The 900-210 from lot # 186236 - exp date: 11/2018. The 900-200 from lot # 225665 - exp. Date 07/11/2020.